Event description:
A home pt's nurse contacted baxter's customer service department and reported an unknown quantity of cassettes in which holes were detected in the tubing. The nurse also reported the pt has peritonitis. Although attempts have been made, no add'l info has been obtained from the reporter.